Event description:
Handle jammed on hepatic artery and would not release. Had to cut instrument free, bleeding occurred from the artery.

Manufacturer narrative:
The clip applier was returned, decontaminated and investigated. The outer tube of the clip applier was removed and no anomalies were noticed. The clip applier was cycled without incident, however, it was noticed that during cycling, the clip applier cycled part way and released or fully closed then released. The clip applier was then cycled while being tilted in various positions. During this cycling, the clip applier did lock in a partially closed position. The handle was opened and the return spring was observed to be disconnected. A closer examination showed that the spring was present in the retaining hole. The main body of the spring was attached to the anchor point. This spring being disconnected, would randomly move engaging and disengaging. This may cause the device to cycle and then be prevented from returning to the home or open position. The root cause of the spring becoming disconnected could not be determined.